Event description:
It was reported through the litigation process that approximately ten months post port placement, the catheter allegedly occluded. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation; however, a medical record review was performed. The investigation is confirmed for the reported catheter occlusion issue. According to the medical record, approximately nine months post port deployment, the patient presented with chest pain. Subsequently computed tomography showed chronic central venous occlusion with numerous anterior chest wall and mediastinal collaterals. Eventually ten days later, the patient presented for port removal for central venous occlusion. Under fluoroscopic observation, the port and catheter were removed in entirety. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 09/2018), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2018).

Event description:
It was reported that approximately ten months post port placement, the catheter allegedly occluded. There was no reported patient injury.